Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during an electrode and probe placement procedure. It was reported that the precision aiming device (pad) would not fully lock. There was no delay to the procedure and no impact to the patient.